Event description:
It was reported that there was a leak in the tubing of a flow regulator set. It was not specified when in the process this occurred. There was no patient involvement associated with this event. No additional information was available. Report 3 of 3.

Manufacturer narrative:
(B)(4). The device was not returned; therefore an evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be completed.